Manufacturer narrative:
(B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that the unit has a major leak. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received confirming that the leak was 350 ml/min. This leak is not large enough to cause a loss of manual or mechanical ventilation. The initial MDR was not reportable.